Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was "harder to press" in order to interact with the pump. Tandem technical support advised the customer that the button may be difficult to press due to the pump case; however, the customer declined to remove the case to verify the issue. The customer's blood glucose level was 270 mg/dl.